Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was starting a radial heart catheterization and placed the glidesheath into the patients right radial artery. Upon removing the dilator, the entire hub came free from the sheath. There was no patient injury reported nor was there significant blood loss. They converted to femoral access to complete the case with success. Additional information was received on 28aug2024: the hub came free from the sheath that was inside of patient. The sheath was removed by the physicians' fingers. The procedure was completed by converting to a femoral approach and finished the case. The patient was stable. The blood loss was less than 250cc. The procedure was successful.

Manufacturer narrative:
This report is being sent as follow-up no. 1 and to provide the completed investigation results. One 6fr gss sheath was returned for assessment at terumo medical corporation. The sheath was kinked throughout and completely pulled out from the sheath hub. The complaint can be confirmed for sheath separation at the hub due to the state of the returned sample. The exact root cause could not be determined. The likely root cause of the separation is excessive tensional forces on the sheath hub during withdrawal.the glidesheath slender IFU (slin0003, effective date 11/06/2017) was reviewed, and the following were found to guide the user: "precautions: do not manipulate intraluminal devices if any resistance is met." Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).